Manufacturer narrative:
On (B)(6) 2020, after a clinical review was completed on the file, it was found that the patient also experienced right-sided capsular contracture (grade unknown). The relevant filed has been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. On (B)(6) 2020, it was found that date device returned to manufacturer, device available for evaluation?, and is device returned to manufacturer? Were not properly filled in on the previous report. The fields have been updated. Investigation summary: during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the posterior view. A tear was also observed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-jul-2020, it was found that incorrect date of implantation was reported on the previous report. The correct date of implantation is (B)(6) 2006. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350 cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient noticed that her right breast implant was deflated spontaneously and requested to proceed with a bilateral implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with two 400 cc mentor memorygel breast implant prostheses ( catalog #: 3504001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This is for the right-sided prosthesis.